Event description:
It was reported that a customer went to the emergency room, and subsequently passed away. No additional information was provided regarding the event; customer and device information is not currently known. Tandem technical support made multiple follow up attempts to obtain additional information regarding the event; however, no response was received from the reporter.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.